Event description:
It was reported that approximately twenty-two years post-implantation, the patient underwent a left hip revision due to dislocation. Only the femoral head was revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign ¿ australia h6: proposed component code: mechanical (g04)- head no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Xray reviewed and not submitted to mmi for assessment as image is undated, per diligence received revision was twenty-two years after initial and consisted of head exchange for unknown reason. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.